Event description:
A patient reported experiencing inaccurate erratic results with an ot profile meter. The patient's blood glucose results were 77mg/dl (this was the only result stated in the reported issue notes). Tests were done 11-20 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.